Event description:
Consumer called to report meter giving inaccurate readings, when compared to their other meter. Analysis run on clark error grid using competitive readings (114) as ref. Point vs. Bd readings 283, 254 yielded data points in the c range of the grid, outside acceptable limits.